Event description:
Patient was positioned on device, the frame began to crack (mid-left side, about 1 inch), surgeon opted to continue with procedure. No injury to patient.

Manufacturer narrative:
Hospital will be contacted for the return and evaluation of the device. Upon review and completion of the investigation, update of the complaint will be completed ((B)(4)).